Event description:
A medtronic ent representative reported, the user had difficulty verifying multiple instruments, (in particular the 70 degree suction), and then felt 2mm inaccurate when navigating deep in the sinus. The site confirmed that instruments were tracking and no metal interference was present. The surgeon was able to finish the case with other instruments that verified correctly and there was no negative outcome to the patient.

Manufacturer narrative:
A medtronic representative tested the instruments at the site and found that two of the instruments, including the 70 degree suction were bent. The suspect parts have not been received back by the manufacturer for evaluation.